Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact. Minimal to moderate calcification was observed on the valve, however appeared to be located on the host tissue. Heavy host tissue overgrowth encroached onto the tissue and created a ring on the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow. The wireform was exposed on the side of the valve near leaflet 3. Customer report of stenosis and pannus was confirmed. Host tissue restricted leaflet mobility and led to stenosis. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. A supplemental report will be submitted upon evaluation completion. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 19mm aortic pericardial valve, implanted approximately five (5) years and four (4) months , was explanted due to aortic stenosis secondary to pannus. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. At explant, infection was suspected however, vegetation was not confirmed. Pannus-like tissue appeared to be on leaflets and that could have been causing open leaflets. Calcification was not detected. This valve was explanted and replaced with a 21mm pericardial aortic valve. The valve was returned for evaluation.